Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabs, eroded cheek [mouth injury] hurts - cheek [oral pain] bleeding - mouth [mouth haemorrhage] heads comes off the prong in mouth¿ lost a bit of metal from the prong¿ piece has broken off ¿ oral-b [device breakage] case narrative: consumer via phone stated that every time she brushes, it hurts. The metal prong stabs cheek, and her dentist confirmed that it eroded her cheek, it caused bleeding which is now stopped. The heads come off the prong in mouth. A piece/ bit of metal has broken off. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Stabs, eroded cheek [mouth injury] hurts - cheek [oral pain] bleeding - mouth [mouth haemorrhage] heads comes off the prong in mouth¿ lost a bit of metal from the prong¿ piece has broken off ¿ oral-b [device breakage] case narrative: consumer via phone stated that every time she brushes, it hurts. The metal prong stabs cheek, and her dentist confirmed that it eroded her cheek, it caused bleeding which is now stopped. The heads come off the prong in mouth. A piece/ bit of metal has broken off. No serious injury was reported. Follow-up: the product was received by the manufacturer on 24-jul-2025. No manufacturing cause and no design issue identified based on investigation.